Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte vialon-e 22ga x 1.25in foreign matter. It was reported that the foreign matter contamination before use.

Manufacturer narrative:
The reported issue of foreign matter was confirmed upon inspection of the sample. Analysis of the sample showed loose hard black rubber-like foreign matter inside the packaging. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine foreign matter type. The results indicated the spectrum matched well with poly (styrene:acrylonitrile:butadiene). At the primary packaging, the insyte product is picked up by the gripper and placed into the blister pocket before the top web sealing process. The gripper consists of a black rubber material which appearance and texture are like the foreign matter but different in size. The ftir results indicated that the black rubber material from the gripper is not the same material as the foreign matter. Further investigation at the line, unable to identify similar black rubber-like material used at the primary packaging machine. The actual root cause could not be established.

Event description:
It was reported that the foreign matter contamination before use.